Event description:
It was reported that during a laparoscopic hysterectomy procedure, it seems that something in the jaw/branch is loose (broken inside?). No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip broken lifted and the jaw detached returned. The device was visually inspected under magnification and no anomalies were noted with the electrode and ceramic. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.